Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was extracted due to a loss of capture. A new lead was implanted at the same surgical intervention. Also a new device was implanted as the old device needed replacement due to normal battery depletion. No additional adverse patient effects were reported.